Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify low battery alert due to unresponsive buttons. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keyboard was detached. Customer's blood glucose level was unknown. Customer also stated that they tried batteries from different boxes on insulin pump. The device will be returned for analysis.